Event description:
Discordant advia centaur (B)(6) and (B)(6) results were obtained on patient samples. The results were reported to the physician. The samples were repeated and the corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant (B)(6) and (B)(6) results.

Manufacturer narrative:
Analysis of the data indicates that the cause of the discordant (B)(6) and (B)(6) results was due to the customer misplacing the base bottle solution in the position for wash 1. A siemens healthcare technical support representative instructed the customer via telephone on correcting the contamination by removing, flushing and priming the instrument, followed by calibrating and running qc. The instrument is performing within specifications. No further evaluation of the device is required.